Event description:
It was reported that arctic sun device was giving very erratic patient temperature readings (as low as 22c). The nurse cross checked with the patient axillary temperature which was 36.1c. The temperature probe was inserted around the 30cm mark and was later adjusted to 35cm. They were not sure if this could affect the reading but it was noted in the morning that the fill tubing was inserted into one of the drain ports. After the arctic sun machine was swapped with another one, there was no issue anymore with the patient temperature readings. Per follow up information received via email on (B)(6) 2024, unit will be coming back and then inspected by the engineer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. The reported issue was not duplicated during evaluation. No repairs were made for the reported issue as it was unconfirmed. A 2000-hour pm was completed on the device. Circulation pump, mixing pump, heater, and drain valves were replaced as part of the pm procedure. As5000 system passed all tests, is functioning properly and is ready for use. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was giving very erratic patient temperature readings (as low as 22c). The nurse cross checked with the patient axillary temperature which was 36.1c. The temperature probe was inserted around the 30cm mark and was later adjusted to 35cm. They were not sure if this could affect the reading but it was noted in the morning that the fill tubing was inserted into one of the drain ports. After the arctic sun machine was swapped with another one, there was no issue anymore with the patient temperature readings. Per follow up information received via email on 12aug2024, unit will be coming back and then inspected by the engineer.